Manufacturer narrative:
Investigation: customer returned (4) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported at the perform of the application have a lot of difficult in the insertion in the skin and sometimes the needle end up bent. All 4 returned samples were examined and it was observed that (1) of the samples was bent on the patient end cannula; the bent pe cannula on this sample was likely caused by user error, as no manufacturing defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (blunt needle point, difficult/unable to operate). The possible root cause for this issue (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. The root causes for the issues (needle blunt, and difficult/unable to operate) cannot be determined at this time as both issues are unconfirmed.

Event description:
It was reported that it was difficult to insert with a bd ultra fine¿ insulin pen needle. The following information was provided by the initial reporter, translated from portuguese to english: at the perform of the application have a lot of difficult in the insertion in the skin and sometimes the needle end up bent.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that it was difficult to insert with a bd ultra fine¿ insulin pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: at the perform of the application have a lot of difficult in the insertion in the skin and sometimes the needle end up bent.